Manufacturer narrative:
Date of report : 28may2019, date rec¿d by MFR : 17may2019. A battery was return for analysis. An investigation was performed and the customer complaint of¿ battery no longer holding a charge¿ was confirmed. This battery will be returned to our vendor for further analysis submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11feb2019. The customer was sent a battery replacement to address the issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilators battery was no longer holding a charge. No patient harm reported. Event date not specified; estimate used.